Event description:
As reported: a competitor stent was deployed from m2 to m1 to push a web up from the neck side. The physician was able to push the web into the intended location with the competitor stent. Subsequently, the procedure was successfully completed. No health damage to patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.